Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding an unexpected potassium (k) result on an I-stat chem8+ cartridge. On (B)(6) 2012, I-stat: 7.7. I-stat repeat: 3.3. Cobas 6000: 3.6 (lab, no repeat). Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).